Event description:
The pt was charging his implantable neurostimulator (ins) more than expected. The ins was surgically repositioned over the summer and that resolved the issue. In early 2009, the pt was seen for reprogramming; he had good coverage and did not mention any problems with recharging.